Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the female connector of a minicap transfer set; further described as ¿the solution flows out of the end of the transfer set.¿ the transfer set leaked with a minicap attached. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.